Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows errors with force sensor, and reporter can't get calibration to pass. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. During the functional testing, it was noted that inside the plunger case, some plastic gear parts were smeared with liquid. The probable cause was found to be the liquid smeared on the parts in the plunger box. The force sensor and printed circuit board (pcb) and parts inside the plunger case were replaced. After replacing the parts, the pump passed all functional testing. Service history identified the complaint was not related to a previous service of the device within the review period.